Event description:
A report was received that the patient had a possible infection at the pocket site. Symptoms include swelling and a scab that had peeled off at the site. The patient underwent a pocket revision wherein the physician took out the ipg, washed the site, placed the ipg back in, and resutured the site. The patient was prescribed with prophylactic antibiotics. The physician determined that the pocket site was not infected. The patient was doing well and was discharged.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.